Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced a ventricular tachycardia episode which was correctly diagnosed by the device but the three anti-tachycardia pacing therapies and subsequent shocks were ineffective at terminating the arrhythmia. The patient presented at the hospital where medication was administered and the event was resolved. The device was reprogrammed and the patient is in stable condition.